Event description:
It was reported that the customer was hospitalized; details and nature of hospitalization were not provided. The customer declined troubleshooting with tandem technical support. Multiple attempts were made to gather additional information, however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.